Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second pc400¿s pusher assembly. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. The embolization coil had offset coil winds in multiple locations. Conclusions: evaluation of the returned devices revealed both pc400¿s embolization coils were detached. Due to the detached embolization coils, the pc400s could not be functionally tested for advancement through a microcatheter. However, upon attempting to advance a demonstration coil through the returned non-penumbra microcatheter, the coil could not be advanced through the fractured region of the microcatheter. If the non-penumbra microcatheter was damage during attempts to advance, this damage may have contributed to the reported resistance. Further evaluation revealed the second pc400¿s detached embolization coil had offset coil winds. This type of damage typically occurs due to forceful advancement against resistance. Further evaluation revealed the first pc400¿s pusher assembly was fractured and the second pc400¿s sr wire was fractured. Since only the distal segment of the first pc400¿s pusher assembly was returned, and since both pc400s were reportedly removed from the non-penumbra microcatheter with no mention of detachment, this damage was likely incidental to the reported issues. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02220.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-02220.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, the physician successfully deployed and detached a pc400 using a non-penumbra microcatheter. The physician then felt resistance while advancing another pc400 through the middle of the microcatheter and the pc400 became stuck and unable to advance; therefore, the microcatheter was removed with the pc400 inside. The physician then inserted a new non-penumbra microcatheter and successfully deployed and detached two pc400s. Next, the physician experienced resistance again while advancing another pc400 through the middle of the microcatheter, and the pc400 became stuck and unable to advance; therefore, the microcatheter was removed with the pc400 inside. The physician then removed the pc400 from the microcatheter and reinserted the same microcatheter. The procedure was then completed using additional pc400s and additional coils. There was no report of an adverse effect to the patient.